Event description:
It was reported that a leak occurred. The opticross ic imaging catheter was selected for use. While outside the patient, it was noted that the lapjoint was leaking liquid and could not be used. The procedure was not completed due to this event. It was further reported that the leak occurred at the hub.

Event description:
It was reported that a leak occurred. The opticross ic imaging catheter was selected for use. While outside the patient, it was noted that the lapjoint was leaking liquid and could not be used. The procedure was not completed due to this event.